Event description:
The device was used during a colectomy procedure. Reportedly, the anvil did not tilt. The surgeon applied another instrument to complete the procedure. The hosp has reported the patient's condition is satisfactory.

Manufacturer narrative:
10/19/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.